Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the defect was caused by the breakage of the image sensor unit, including disconnection due to stress from repeated use, external factors, or mishandling, or by defects in components such as the integrated circuit chip and capacitor mounted on the electric circuit board. The instruction manual states the inspection method associated with the event in operation manual, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed no image. The issue occurred during inspection for use for an unspecified procedure. The therapeutic procedure was completed. There were no reports of patient harm.